Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient weight at the time of the event was (B)(6) lbs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that a power on reset was seen while trying to recharge and therapy had stopped due to the power on reset. There were no related traumas or falls and no overdischarge, medical tests or electromagnetic exposure. The informational power on reset was cleared successfully with the programmer and therapy was turned back on and was adequate. The recharger was frozen with a power on reset message screen. Troubleshooting involved resetting the recharger and the issue was resolved. The indications for use were spinal pain and complex regional pain syndrome type I.